Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
When swapping attachments an inner ring metal piece fell out from inside of mics. Swapped out mics. Case type: tka. Surgical delay under five minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that when swapping attachments an inner ring metal piece fell out from inside of mics. Swapped out mics. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k0b9x and 23 devices were accepted into final stock on 8/25/2017. A review of qt 18-05-0071 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k0b9x shows 02 additional complaint(s) related to the failure in this investigation.complaint ID:(B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA (B)(4).

Event description:
When swapping attachments an inner ring metal piece fell out from inside of mics. Swapped out mics. Case type: tka surgical delay under five minutes.